Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) appears to be sensing the patient's intrinsic p-waves as noise. The physician performed an invasive procedure and elected to explant the entire system and implant a pectoral system.